Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # for the heartmate 3 lvas: 2916596-2022-14954.

Event description:
It was reported that the log file review was requested due to an unknown audible alarm on power module (ppm). The alarm resolved when the patient changed to batteries. The log review captured multiple low flow events (B)(6) 2022 at 04:06 and 06:39. They appeared to be patient related as these were in the presence of elevated pulsatility index (pi) values. On (B)(6) 2022 at 12:02, there was a random power cable disconnect event on battery power. Additional information stated that the controller presented a message saying "connection lost" with an intermittent beep, claimed by the patient and nursing staff, while connected to power module with heartmate touch. There was also yellow banner (unknown message) on the heartmate touch. Cables were all assessed to be securely connected well. The event log only displayed a power cable disconnect alarm which was the unknown alarm. Another connect power alarm occurred while the patient was reporting. White vs black cables and controller cable vs power module-patient cable were triaged. Additional information stated that patient cable had damage near the bend relief (ppm end) that when bent the wrong direction, would cause the controller white power lead to present as a power disconnect. Low flows occurred the first night post operation and was identified as mild hypertension concurrent with bleeding/hypovolemia. The alarm fully resolved by replacing ppm-patient cable. The patient was discharged home on (B)(6) 2022. No products would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the patient cable causing alarms and communication issues was not confirmed. The heartmate 14v patient cable was not returned for analysis. Log files were submitted for review spanning approximately 2 days and 3 days ((B)(6) 2022 per timestamp). On (B)(6) 2022 at 8:33:35 and (B)(6) 2022 at 13:48:40 there were an atypical power cable disconnects on the white power cable while connected to the power module. These alarms cleared on their own. All other power cable disconnect events were determined to be from power source exchanges. There were no other notable alarms in the log file. Pump operation was not affected. Additional information communicated on 28oct2022 and 01nov2022 indicated that the patient cable had damage near the bend relief that would cause a power cable disconnect alarm when the cable was bent, that the reported power cable disconnect alarms were resolved when the patient cable was replaced, that the lot number of the patient cable was unknown and that no products would be returning at this time. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.